Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. The customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue and resumed insulin therapy. Customer's blood glucose ranged from 199 mg/dl to 200 mg/dl.